Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged from its target location and a revision procedure was necessary to explant the lead. The lv was removed successfully and a replacement lead was implanted in the patient. This lv lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, there were no irregularities noted at the distal tip of the lead and both tines were in good condition with no signs of visual damage. The allegation of the tip section of the lead contributing to dislodgement was not confirmed and the lead met specification.